Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient underwent a revision due to elevated metal ion levels and pain. During the procedure, corrosion was noted on the trunnion. Fibroadipose tissue with focal ischemic type necrosis and no increased inflammation is noted. DHR was reviewed and no discrepancies were found. The root causes is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05018.

Event description:
It was reported that patient underwent a right hip revision approximately 5 years post implantation due to elevated metal ion levels, necrotic type tissue and persistent right hip pain. During the procedure, the morse taper on the inside of the femoral head demonstrated corrosion at the mouth of the taper. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# 00771101000/ femoral stem/ lot # 61998413. Item #0062025622/shell/ lot # 62129234. Item# 00630505632/ liner/ lot #62092197. Item#0062506535/bone screw/ lot#62073987. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05020.

Event description:
It was reported patient underwent hip revision approximately 5 years post implantation for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.